Event description:
A report was received that stated the customer had stated there was "air leakages of the pilot balloon or of the cuff." "No injury for the pt." The tube was discarded. No info as the pt requiring any medical intervention was contained in the report.